Manufacturer narrative:
Returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was dried and hardened contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks in the hypotube. The device was prepped with an inflation device filled with water and connected to the inflation port inflate the device; however, due to the dried and hardened contrast and blood, the water was not able to travel through the device. The device was placed in a warm water batch for four (4) days then an inflation device was connected to the device again. This time the balloon was inflated but fluid leaked from the balloon. Microscopic examination revealed that there was a pinhole in the balloon material at the distal edge of the proximal markerband. The markerband was inspected and there was no damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion. The balloon was inflated however, during inflation at 5 atmospheres, the balloon ruptured. The device was removed with no balloon pieces or fragments remain in the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion. The balloon was inflated however, during inflation at 5 atmospheres, the balloon ruptured. The device was removed with no balloon pieces or fragments remain in the patient's body. The procedure was completed with another of the same device. No patient complications were reported.